Event description:
Device 1 of 2. Please see MFR's report number 1627487-2010-01465 for device 2. On (B)(6) 2010, the pt was implanted with a scs system. The pt started feeling rib stimulation instead of his normal stimulation. It is also in a completely different area. X-ray showed that the left lead moved up and the right lead moved down several vertebral bodies. Reprogramming was unable to successfully stimulate the pt. The pt was revised on (B)(6) 2010. During the revision, it was observed that both swift lock anchors were open subsequently resulting in the left lead moving cephalad and right lead moving caudal. The left lead was tested and it worked fine, but the right lead had invalid readings and it was replaced. Two new swift lock anchors were used with the new lead.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.